Event description:
It was reported that the device did not seal. It was reported via social media that the patient had a watchman closure device implanted. At an unknown date transesophageal echocardiogram imaging showed that the device did not seal and there was a gap around the device. Additionally, thrombus was noted on the device. The patient was put on 5mg of eliquis in response to this event.

Manufacturer narrative:
Event date was not reported, the aware date was used as an estimate.